Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the patient developed ventricular fibrillation (vf) approximately ten minutes after being placed in the head-down position. The arrhythmia occurred after the second universal surgical manipulator (usm) was connected to the camera port¿s cannula trocar. As the patient¿s condition did not improve, the patient side cart (psc) was emergently undocked. Following removal of the port site cannulas, an automated external defibrillator (AED) was used, stabilizing the patient¿s vital signs. A contrast-enhanced computed tomography (CT) scan was performed, and no coronary artery occlusion was revealed. The procedure was aborted, incisions were closed, and the patient was transferred to the intensive care unit (ICU). Although the patient¿s hospitalization has been extended, there are no concerns regarding long-term complications resulting from this event. A laparotomy has been scheduled for a later date. The surgeon stated that the da vinci system, instruments, and accessories did not cause or contribute to the event. The patient was obese, with no prior medical history or comorbidities. It is speculated that the head-down position may have precipitated the incident.